Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported via user facility medwatch 2200710000-2021-8028 that the patient's tracheostomy tube became dislodged during routine care. The tracheostomy tube was replaced to resolve the reported event.